Event description:
In 2004 during an uneventful procedure, a pt with a history of recurrent strokes underwent percutaneous closure of a patent foramen ovale, using the 25mm pfo-hde device. Twenty days later, the pt presented with chest pain and shortness of breath. An echocardiogram showed device embolization into the right ventricle with entanglement/partial obstruction of tricuspid valve inflow. The pt was hospitalized and underwent emergency surgery for primary repair of the patent foramen ovale defect, retrieval and removal of the pfo device, repair/re-implantation of torn disrupted chordaetendinae of all three triscuspid valve leaflets, and repair of the right atrium. Operative finding showed torn chordae of all three tricuspid valve leaflets and a flap at the site of the patent foramen ovale. The pt was reported to have made a good recovery and was discharged.